Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2020, during lead placement, measurement data did not meet expected values. The stylet was attempted to be inserted and pulled out for several times. After multiple attempts were made, friction was felt in the stylet lumen. The lead was flushed once and liquid containing blood came out of the tip. The lead was not used and was replaced. The procedure was completed without further issue. The physician stated that the reason why the measurement data did not meet the ideal range might have been because of some damage that occurred on the lead but was not due to the lead. However, the lead had to be replaced because liquid containing blood came out of the tip when flushed. There were no patient consequences.